Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was getting a complete pain sensation where the 'paddles' are in the spine when recharging the implant. Sometimes it feels like magnetic when the paddle sticks to their skin. The sensation during charging started since day one. When pt first charged, they were on the lowest setting. They told pt to charge the implantable neurostimulator (ins) when it was at 70%. The patient realized they were having that sensation in their back. The patient went to healthcare provider (hcp) and they could not do anything with their stimulator, they could not set it. Nothing was setting right. The patient's leg was completely tingling and it was supposed to be in their back. The hcp turned stim off. Pt told hcp that maybe possibly their incision was red and pt was blown off. Then pt had to charge it before going in for the next appointment. It was probably off for a full week. Pt then went to charge again and felt that their incision was hurting where the 'paddles' are. At the 2nd appointment the patient was mocked. The patient did not know if it was the paddle that was causing it. The patient was told to call in to see about getting the charger replaced as they thought maybe the paddle was causing the sensation. When patient was charging the paddle did not seem to get hot but the skin was warm. The recharger was not damaged and never felt warm. Asked if pt was charging over bare skin. The patient said they were using the belt and had a shirt on. Patient seemed to be getting normal charging screen except it sometimes did not beep to indicate it was fully charged when showed 100%. Reviewed the percentage rounds up and 100% means it was anywhere from 91 to 100%. Patient mentioned they have an appointment with hcp tomorrow. Also had patient go in the menu and reviewed patient could try lowering the recharging temperature/speed to a lower number to see if it helps with the sensation. Patient mentioned anytime they brought up anything to hcp, pt got mocked. Like when patient told hcp they got a tingling up the back of the arm. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that its an ongoing issue, they are having a sensation on the implantable neurostimulator (ins) area when charging the ins and ins cutting off and zeroing. Patient stated all the information is in their notes. Patient stated they met with their healthcare provider (hcp). Patient stated they would like to know what is the next step. Patient services (pss) reviewed pss role and recommend patient consult with their hcp ofc for next steps. Additional information was received from a manufacturer representative (rep). It was reported that there was confusion around getting the recharger (rtm) replaced when the source of pt's pain was more related to their leads, rather than the ins or rtm antenna site. Technical services (tss) reviewed ps notes, clinical manager to speak with dm and pt's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had ongoing issues when charging with pain at their "paddles" with their stimulator on or off. The recharger was replaced and that was not the cause of the pain. The patient noted that most recently, their battery would drain drastically. They were trying to figure out their options when it came to device warranty and getting the ins replaced.

Manufacturer narrative:
H3: product analysis #705731843:analysis information -- (B)(6) 2023, 13:00:31 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6), implanted: explanted: product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep spoke with the patient over the phone for 30 minutes or so. The patient (pt) has an appointment at the end of september. The pt has allegations that the battery is malfunctioning. The primary concern is that when they recharge, the implant whether stim is on/off she gets a tingling sensation or pain that runs from ipg battery site up to their lead paddle incision. They say they sometimes have this when not recharging but it intensifies when charging implant. This has occurred since implant. The other allegation is that the stimulator will zero itself out randomly. This has occurred three times since the rep's last clinic meeting in early august. The re[ confirmed with the pt over phone the ins adaptivestim sensor was off and recommended they keep that off for foreseeable future. In terms of trouble shooting, the last time they did an impedance testing all was normal. Here were no error codes with the tablet/ipg. The rep reviewed this with the pt. Mdt has also replaced their controller through patient services (pss) to rule out an external component device issue. In terms of chronic pain relief, they say the device gives them 50-60% overall relief on option b dtm thereapy. The rep will be at the upcoming clinic visit.

Event description:
Additional information received from a manufacturer representative (rep). Caller reports patient has her stimulation turned on and her controller is turned off, about 10 feet away from her implant and not plugged into the wall outlet to charge. Caller reports the controller makes an audible alarm that wakes the controller up and turned her stimulation off. Caller reports patient would wake up the controller and confirmed her stimulation is turned off. Caller reports patient then turns stimulation back on. Caller reports this is happening more frequently since the last time. Caller reports patient had her controller replaced and continues to happen. Diary report shows / stimulation usage: graph date: 8/22 ¿ 9/20: 90-100% on the graph 9/13: 99% 9/18- 85% 9/19: 75% 30 days stimulation usage: 97% stimulation on since last session¿ 99% caller reports patient has adaptive stimulation enable and patient uses that feature. Caller reports all position has an amplitude assigned. It was suggested to disenable adaptive stimulation.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back to patient services regarding ongoing issues with their stimulator. Patient stated there was shocking/electrical sensation going up their spine when charging the implant as previously documented in this case. Patient also reported numerous "error" messages. Patient is having issues connecting to their implant noting that in the morning they will repeatedly see that the controller can't find the device even though the controller is right in front of them. Patient stated sometimes if they take the battery out of the controller or shut it off and on again then it will connect. Patient explained that it seems like it's getting worse and worse. Patient noted the recharger was previously replaced for the shocking sensation issue but did not help. Patient stated they've had nothing but issues with the stimulator since it was put in stating the stimulation will randomly cut off and go back down to 0.1 intensity. A new controller was requested.

Manufacturer narrative:
Concomitant medical product: product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.